Event description:
It was reported that (1) device was used during a retroperitoneal lymph node dissection. It was reported by the rep that a tim20 was used and was not feeding clips smoothly or firing smoothly with the original cartridge. The cst reloaded the instrument and the 1st (3) clips fired correctly then every few clips thereafter misfired. It was reloaded again and then it worked as expected. There was no consequence to the pt.